Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm abdominal aortic aneurysm, a 3.3 cm right cia aneurysm a 4.9 cm left cia aneurysm. Currently there is a right eia pseudo aneurysm, bilateral popliteal aneurysms and left popliteal occlusion. It was reported that the patient presented in the emergency room in pain and was found to have a right external iliac artery pseudo aneurysm and a white blood cell count of 45000 for an unknown reason. The right limb of the stent graft that was in the external iliac was now backed in the cia and there was a type ib endoleak on this side. The physician believes that there might be a correlation to the infection because of previous surgeries; however, this is not confirmed. After looking at the films the physician decided to extend the stent graft into the common femoral head and added a 16x13x124 and a 16x16x124 endurant stent graft almost to the right common femoral. The patient also had a fem-fem bypass in four months ago due to a limb occlusion on the left side. The stent graft does not appear to be kinked anywhere along the limb. The cause of the occlusion is unknown. No additional clinical sequelae were reported and the patient is fine. Review of returned films of several ctas post-implant confirmed that the ipsilateral limb was placed into the right common iliac artery and the contralateral limb into the left iliac. The contralateral limb is completely occluded beginning at the bifurcate flow divider. The right/ipsilateral limb is patent, but there is a distal type I endoleak. The cause of the occlusion could not be determined; no stent graft kinks or compression was seen. Earlier post-implant images were not provided. The cause of the distal type I endoleak could not be determined.

Manufacturer narrative:
(B)(4).